Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was 280 mg/dl. Customer also stated that they were using the same infusion set for a long time and had no issues and tried all remedies and do not want to troubleshoot. The customer was advised to retrieve and save pump settings and advised to revert to the backup plan. The device will be returned for analysis.